Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin delivery timed out and had battery alerts. Customer's blood glucose level was 143 mg/dl at the time of incident. Customer stated that the bolus timing is missing. The insulin pump will not be returned for analysis.